Event description:
The pt had h/o testicular cancer with pulmonary metastases. During removal of pulmonary nodules, the subject device was used. Reportedly, the staples did not form properly and bleeding resulted. A transfusion was not required. The hosp has reported no pt injury occurred.